Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) (B)(6) /serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bladder or prostate capsule perforation. A root cause for the reported event could not be determined. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. It was reported that the patient's prostate was perforated and that the treating surgeon attributed the perforation to the high velocity waterjet. The patient has been discharged. The aquabeam robotic system's IFU lists prostate capsule perforation as a potential risk of aquablation therapy. Based on the review of the information provided plus a review of the DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that during hemostasis, the prostate was noted to be perforated at the right side of the apex. The treating surgeon was able to achieve hemostasis. The patient was catheterized and was put on traction and continuous bladder irrigation. It was reported that the patient was discharged the next day. The treating surgeon attributed the prostate perforation to the high velocity waterjet. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.